Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet

Event description:
It was reported to vyaire medical that constant circuit disconnect alarm occurred on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h11. Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician powered on unit and saw motor fault and circuit disconnect alarms. Removed top from until and saw that the turbine motor control printed circuit board led was red after turning on indicating a problem with the board. Checked cables to make sure connections were correct, disconnected and reconnected cables. Turned power off and back on. Turbine ran for a little while then stopped. Ordered turbine motor pcb. Replaced turbine motor pcb. Light emitting diode (led) turned green and was able to perform leak test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.